Manufacturer narrative:
(B)(4). H6: component code: stem. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the porous coating was fragmenting and leaving beads inside of the patient. The surgeon removed the stem and liner to wash out the joint. No foreign body remained in the patient. There was no patient injury as a result of the malfunction. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. The following sections were corrected: d1. Visual examination of the returned product identified the stem with one visible area of bio debris in the porous coating. During evaluation with gloves the porous coating was wiped and pieces fell off. No other damage was noted. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.